Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory patient notifier. Upon interrogation, it was noted that the device was found to be in the backup vvi mode. The device was successfully reprogrammed. The patient was stable during and post event. The patient will continue to be monitored normally.